Manufacturer narrative:
(B)(4). Damaged lockout slide tip the analysis results showed that the device was received with the hook shroud opened by the seam, the rotating knob missing and with a cartridge loaded on the device. The cartridge was returned fully fired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout slide tip damaged. The damage to the lockout slid tip is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a resection procedure, the device would not close down to activate, dial is not included with device as the surgeon tried to close it down and it came off. Procedure completed with same/like device. There was no adverse consequence to the patient.